Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 74002, lot# n367734, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. Analysis of the returned pocket adapter model 74002, lot #n367734, showed no anomalies.

Event description:
It was reported that high impedances (specific values not reported) were observed during a procedure to implant patient's implantable neurostimulator (ins). Specifically, when the pocket adaptor component was connected to the extensions which were then connected to the ins, impedance testing showed high results. The extensions were unplugged multiple times as well as unplugging from the ins multiple times but impedance testing still showed high results. At the request of the physician, the pocket adaptor accessory was changed and the impedances were reported to be within range. There were no reported patient symptoms or complications as a result of the event. The patient status at the time of the report was noted as "alive no injury". Follow up information received on (B)(6) 2014 reported that the patient was receiving therapy and was doing well. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.